Manufacturer narrative:
(B)(4). Date sent: 2/22/2021. D4: batch #u94x2k. Additional information was requested, and the following was obtained: was the detached jaw found in the patient? Yes, it has been returned with the enseal device. Was the detached jaw removed from the patient? Yes. Were there any fragments, of the device, that remained in the patient? No jaws removed and complete cleaning. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2s35 device was received with the top of the I-blade upper tip broken and lifted. In addition, it was received with the upper jaw detached and it was returned with the device. The device was connected to the generator and it was recognized. Due to the condition of the device returned not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information provided: the correct code product is nslg2s35. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the detached jaw found in the patient? Was the detached jaw removed from the patient? Were there any fragments, of the device, that remained in the patient?

Event description:
It was reported that during an unknown procedure, the jaw of the device got detached and fell into the patient. They had to search for the part in the patient. No patient consequences.